Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, 2 triclips were implanted successfully. Post deployment, second triclip had single leaflet device attachment(slda) from the septal leaflet. The tr remained unchanged post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported slda appears to be related to patient morphology/pathology. The reported unchanged tricuspid valve insufficiency/regurgitation appears to be cascading effect of the slda. Tr is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, 2 triclips were implanted successfully. Post deployment, second triclip had single leaflet device attachment(slda) from the septal leaflet. The tr remained unchanged post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.